Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
An endurant iis stent graft system was implanted during the endovascular treatment of a 70mm aaa. It was reported approximately 9 months post the index procedure, follow up CT identified a type ia endoleak. 1 month later intervention was performed where heli-fx endoanchors were implanted to treat the type ia endoleak. During the procedure when attempting to release the first endoanchor, the blue light error turned on after pressing the forward button the first time and all of the buttons stopped working. After a few minutes all of the lights turned off. Another applier was used to complete the procedure and the endoleak was successfully resolved. Per the physician the cause of the endoleak was due to a hostile neck. The cause of the blue light was determined to be device related. No additional clinical sequalae was provided and the patient is fine.

Manufacturer narrative:
Product analysis no damage was evident to the applier. A fractured endoanchor was loaded in the applier housing on receipt of the device. The handle was opened, and no fluid or blood was observed within the handle. There were no loose connections or components observed. No corrosion was observed to the circuit board or connector pins. The battery was removed and measured 9.5v. The battery was reattached, and the unit powered up with the blue error light flashing, the forward light unresponsive and the back light flashing. The eprom was read and presented the following codes (locn x code): 0ax07 drive motor operation time-out, 0bx13 rewind, 0cx09 brown-out tripped, 0dx17 fatal. The device was restarted in factory mode with the blue error light on, forward light flashing, back light on. The forward button was pushed and the motor advanced, the backlight began flashing. It was not possible to deploy or otherwise remove the fractured endoanchor from the applier housing. It was not possible to load an in-house endoanchor due to the fractured endoanchor. No other deformation evident to the remainder of the device. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.